Event description:
Device 1 of 3. Reference manufacturer report: 1627487-2009-00290 and 1627487-2009-00291. The patient received her scs system on (B) (6) 2009. It was reported that about 2 weeks postoperatively, the patient developed an infection. The physician reported that the patient never filled her prescription for antibiotics and she kept the wound dressing on for over 2 weeks instead of the recommended 2 days. On (B) (6) 2009, the system was explanted. The leads were cut during explant, discarded, and not returned to the manufacturer for analysis.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.